Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed fol-lowing the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unknown procedure in (B)(6) 2025, and ¿estimated 10 cases ¿ 1 case had pneumomediastinum ¿ in donor kidney patients. They came in through the ER. All patients are ok now. Dr.(B)(6) any change in port set up or workflow. Used 12 mm airseal asist port through applied medical's gel port and routinely operated at low pressure.¿. There was no report of a device malfunction. This report is being raised due to the reported injury of pneumomediastinum. The airseal 12 mm access port and applied medical's gel port will be listed as concomitant devices. There are no allegations filed against them.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unknown procedure in (B)(6) 2025, and ¿estimated 10 cases .1 case had pneumomediastinum in donor kidney patients. They came in through the ER. All patients are ok now. Dr. (B)(6) any change in port set up or workflow. Used 12 mm airseal asist port through applied medical's gel port and routinely operated at low pressure.¿. There was no report of a device malfunction. This report is being raised due to the reported injury of pneumomediastinum. The airseal 12 mm access port and applied medical's gel port will be listed as concomitant devices. There are no allegations filed against them.

Manufacturer narrative:
Update: access port has been identified in block d.10. Additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that the insufflation of co2 should be done carefully and while monitoring the patient¿s response. The user, particularly the anesthetist, should be informed about possible cardiovascular and respiratory problems of the patient and monitor these intra-operatively. Depending on age and health condition of the patient, the lowest possible flow and pressure for establishing the pneumoperitoneum/pneumorectum or for use in the thoracic cavity should be selected. It is not recommended to exceed insufflation pressures of 15 mmhg in colorectal procedures, 10 mmhg in thoracic procedures or 15 mmhg in pediatric procedures. We will continue to monitor per regulatory requirements to help ensure patient safety.